Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board and pneumatic block assembly were replaced to address the reported issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its battery, had a power source detection issue and failed to complete its internal self test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs could not confirm the reported failure to complete its internal self test. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported failure to charge its internal battery and power source detection issue were due to an isolated component failure within the device main circuit board (pcba). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its battery, had a power source detection issue and failed to complete its internal self test. There was no patient harm or serious injury reported as a result of this incident.